Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 1200mg/dl and diabetic ketoacidosis which resulted in kidney damage. The customer was treated with intravenous insulin and saline. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, an occlusion alarm had occurred. Reportedly, customer reverted to an alternate method of insulin therapy.